Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced sensor discrepancies. Customer's sensor glucose was 60 mg/dl and blood glucose was 130 mg/dl. Customer was advised that their blood glucose and sensor glucose were not within acceptable range. The threshold suspend was activated due to the low sensor glucose. Troubleshooting was performed. The sensor will be replaced for analysis. The sensor will not be returned for analysis.